Event description:
During a follow up phone call to the home patient's nurse baxter product survelliance, the nurse stated the home patient contracted peritonitis. The peritonitis was diagnosed on 02/05. Testing was done on 02/05 with follow up testing performed on 02/05, 02/05, 02/05. The patient has recovered. The patient was treated with vancomycin two times ip and tobramycin two times im.